Manufacturer narrative:
Additional information: sections d.1, d.4, h.4 h.10. Correction information: section a.3. Programming adjustments were made, however, the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d6a, d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. The recipient is presenting with no sound. Imaging revealed the electrode migratation. Revision surgery has been scheduled.

Manufacturer narrative:
Additional information section: b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device and successfully activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.